Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead exhibited low impedance and no sensing. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance and no sensing were not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.